Manufacturer narrative:
Pt age/date of birth and gender/sex: unknown/not provided. Date of event: unknown. Implant date: if implanted, give date: unknown/ not provided. Explant date: if explanted, give date: not applicable, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported that he has a post-op surprise with one of his symfony toric lens. Patient received 20.5 diopter zxt300 intraocular lens (iol) using ora (ocular response analyzer), and now patient is +1.50 hyperopic with -1.50cyl and a visual acuity 20/50 at distance. Lens may have rotated a bit post-op causing residual astigmatism but more concerning to the doctor is the hyperopia. From the physician's calculation, 20.5 zxt300 should have gotten the patient -0.11 diopter. Patient was scheduled for a re-op however through follow up the physician indicated that the device will not be returned and that an iol exchange might not be necessary.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.